Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the mid left anterior descending (mlad) artery. During advancement, the hub of the 2.50x15mm nc trek balloon dilatation catheter (bdc) separated into two pieces without any noted resistance. The device was removed without issue and with nothing remaining in the patient. There was no reported adverse patient effect and no clinically significant delays in the procedure. A 2.5x15mm nc trek device used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incidents/complaints review, there is no indication of a lot specific product quality issue. The investigation determined the reported separation appears to be related to operational context. There was no damage noted to the device during the inspection prior to use or during inflation of the device in the patient anatomy, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the bdc was inadvertently mishandled during advancement and/or initial inflation of the balloon such that the hypotube became kinked and during further manipulation of the device it ultimately separated. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following information was received: the 2.50x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time to 12 atmospheres (atm) when the hypotube separated into two pieces without any noted resistance. No additional information was provided.